Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after registering a demo head and looking at multiple previous registration models, the screen went black and error code 64 was displayed. The error code was accepted, the system went back to the sign in screen. Signed into the clinical application and the latest completed registration on the demo head was still available. There was no patient involvement.

Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: sfw kit 9735736 stealth s8 ent EU-sc no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs captured a fault on the date of the issue. This issue was consistent with a known software issue. Analysis found that the issue was related to the software. H6: fdm b01, fdr c10, and fdc d18 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.